Event description:
The patient reported that they used the suspect device to check their blood glucose. Pt obtained a result of hi and then repeated the test and obtained a result of 275mg/dl. They then injected 25 units of insulin and had seizures within minutes. Family member called the paramedics. Emergency medical technicians arrived and checked their blood glucose on their equipment and the result was 32mg/dl. The emergency medical technicians administered a "shot of sugar water" twice and transported pt to the hospital. Upon arrival at the hospital pt's blood glucose was 20mg/dl. Glucose control solutions were not in use on the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. The patient's doctor also prescribed new meds.